Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with flush/loose drive support disk. The insulin pump received with cracked case at display window corners and scratched lcd window.

Event description:
It was reported by customer's mother that the drive support cap was protruded from the insulin pump. The blood glucose reading was 111mg/dl. Nothing further reported.